Event description:
It was reported that during preparation of a triclip steerable guide catheter (tsgc), while de-airing the dilator, a leak at the dilator, just before the y-piece, was observed. Therefore, the tsgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported leaking dilator flush port was confirmed via device analysis. Additionally, it was observed that the dilator flush port was cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the investigation of the returned device and sem analysis, the most likely root cause was determined to be mother nature/environment due to environmental stress cracking (esc) occurring on the dilator flush port. The reported leak was a cascading event of the observed cracked dilator flush port. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a triclip steerable guide catheter (tsgc), while de-airing the dilator, a leak at the dilator, just before the y-piece, was observed. Therefore, the tsgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.